Event description:
Pt admitted for surgical revision of left av fistula, as well as arteriogram with fluoroscopy. During the procedure, upon removal of arterial embolectomy catheter, the balloon was noted to be missing from the end of catheter. Balloon was tested (inflated/deflated) prior to insertion. The artery was dissected out, flushed irrigated with contents aspirated. No obstruction was detected. X-ray proved to be negative, and an intraoperative cholangiogram revealed goog flow as well. The pt was discharged the following day without complications.